Event description:
Ace bandage put on pt's leg for support following knee surgery caused a rash around site and on other leg. Alleged incident device from a 90-1761 arthroscopy tracepak component number 5-19371 elastic bandage.